Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was previously in the emergency room for elevated blood glucose (bg) levels of 510 mg/dl. Elevated bg levels were treated by administering saline. The customer's bg levels at the time of the call were at 300 mg/dl. The customer stated that they will take corrections as needed, and will continue to monitor the pump.